Manufacturer narrative:
(B)(4).

Event description:
Information was received from consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Indication for pump use was non-malignant pain and failed back surgery syndrome. The patient stated that the clinic would schedule her pump refill appointment for a date after her pump would run out of medication. The patient stated this happened about four times and the dates were unknown. No patient symptoms were reported. Additional information has been requested but was not available at the time of this report.